Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump began to automaticall reset when battery was changed. Customer's blood glucose was unknown. During troubleshooting, alarm history showed an external ram crc error alarm and an unexpected restart alarm. After troubleshooting, customer was advised to monitor insulin pump.